Event description:
It was reported that over the years on beds sold to the facility in 2004, the following problems are being experienced: the CPR release doesn't work properly. Reportedly, when the CPR release is activated, the fowler gains upon itself. When the fowler limit is reached, the bed no longer works properly, requiring that the bed be "re-set" by our bio-medical engineering staff. Additionally, it was reported that the side rails stick. As noted, if the side rail is not pulled all the way out horizontally, it will sometimes still allow the side rail to be raised when it shouldn't. Reportedly, this results in the siderail getting lodged on two weld-mounts on the bed frame that are rounded off.